Event description:
It is reported that the customer is receiving a button error as well as a dysfunctional keypad on their insulin pump. Their blood glucose level was 154mg/dl. Trouble shooting was done. Device is being returned. No further information available.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.